Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7124844 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7127502 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient had to charge the implantable pulse generator (ipg) frequently and was not feeling stimulation therapy. High impedances were noted on the left lead. Program optimization was attempted and the boston scientific representative was able to program around the impedances. The patient underwent a procedure wherein the ipg and spinal cord stimulator (scs) leads were replaced.